Event description:
It was reported that in 2010, the patient had the device implanted deeper due to pain. Additional information was requested. If additional information is reported, a follow up medwatch will be sent.

Manufacturer narrative:
Lead model 3889-28, lot #: v043765, implanted: (B)(6) 2007, explanted: na. Programmer model 3037, serial #: (B)(4).